Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue in the iabp's error logs. To address the issue the stm installed a new manifold with transducer and the solenoid driver board. The stm then recalibrated the transducers and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a morning check performed by the customer that an electrical code# 52 occurred on start up on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.